Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right atrial (ra) lead was causing chest wall stimulation. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.